Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the communication with the imaging system and navigation system was not established. On the mobile view station (mvs), the site was able to verify the navigation system initially, but on the navigation system it was showing disconnected. They rebooted the navigation system but did not resolve the issue. Then they rebooted the mvs and the issue was resolved. The procedure was delayed less than an hour. No impact on patient outcome.